Manufacturer narrative:
On march 27, 2023, mentor was notified that the patient was implanted with the suspect medical device during a primary breast augmentation. In addition, she was diagnosed with baker grade iii capsular contracture of the left breast. On march 28, 2023, mentor was provided with an updated date of implantation of (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 27, 2024, mentor was notified that the patient was scheduled for breast implant removal and replacement on (B)(6) 2024. Date of explantation: (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. D4: UDI: product made prior to UDI compliance date. UDI not required. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient stated she had capsular contracture of the left breast. A consultation with a medical professional has been conducted, however, no baker grade rating was provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 18, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. On november 19, 2024, mentor became aware that the fields and codes regarding the suspect medical device were submitted correctly as the device was received; however the following statement was inadvertently omitted them the third follow-up report in the h11 additional manufacturer narrative field. Corrected data: h11 additional manufacturer narrative: on november 11, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 15, 2024, mentor received the following additional information: originally, it was reported the patient had a great right breast, left breast baker grade ii-iii capsular contracture, and grade 2 ptosis. During a second consultation, the patient was diagnosed with bilateral baker grade iii capsular contracture. As a result, the patient underwent bilateral removal and replacement with 350cc (left-sided) and 375cc (right-sided) mentor memorygel breast implants during the revision surgery. However, per the findings of the operative report, the breasts pockets were soft without significant contracture or calcifications, and there was a mild crease of the left implant. Follow-ups were conducted for clarification; however, no response was received. If information is received, a supplemental report will be submitted appropriately. As per the current information, the pockets were soft without significant contracture and the right breast looked great. Therefore, capsular contracture is no longer applicable to this file. Manufacturer¿s reference number: (B)(4).